Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for unspecified microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end unit, instrument/biopsy, suction channel, air/water channel, and auxiliary water channel) found no detection of microorganisms. The results conform in accordance with rki-bfarm-guideline. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The returned device was evaluated and the following defects were noted during the evaluation: switch one was scratched, water tightness was lost due to channel tube damage, the insulation resistance value was out of standard due to a burn on the distal end cover, the play of the right/left knob did not meet specifications due to wear of the angle wire, the image guide protector had a scratch, the objective lens was cracked, the light guide lends was cracked, and the connecting tube had a cut. These defects alone are not considered severe enough to cause a potential adverse event. Additionally, foreign material was found in the air/water tube and cylinder which could cause a potential adverse event. Event 1: positive culture. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Event 2: foreign material in the air/water tube and cylinder. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely that the foreign material was not removed because reprocessing could not be properly conducted due to the discovered leak in the biopsy channel. Additionally, the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: reprocessing manual chapter 5 reprocessing the endoscope reprocessing manual_ leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.". Olympus will continue to monitor field performance for this device.